Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the patient reported that the lead did not pull out. The patient never contacted her physician about that after she figured out it did not happen. She had finished the trail and did not have the serial number information. The pain resolved and the trial was successful and would go on to implant.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported that she started trial on (B)(6) 2016. Patient stopped feeling stim a night prior to this call. Patient used her controller and it only showed ¿ looking for device screen¿ . On the day of this call, patient was instructed to take the batteries out and reinsert them, then patient was able to connect. It was indicated that patient was at 1.5v. Patient increased stim to 1.7v and confirmed she now felt stim. Patient stated stim was ok when sitting but it felt too much when standing. Patient decreased to 1.6v and said stim was felt better patient also mentioned that last night she was hurting in the buttock area where the device is. The change in symptoms was considered sudden. It was noted that troubleshooting resolved the reported issues. Two weeks later, patient further reported that she was pretty sure the lead wire had pulled out. She would contact healthcare provider to have situation addressed.